Event description:
A patient was receiving fentanyl (20 ug/ml, 100 ml bag, intraveneous infusion) via a 6060 pump in the pca mode. At 1400 on the day of the event, the nurse changed the bag. The infusion was started. The nurse came into the room at 1430 for another reason, and the patient "seemed fine". At 1500, the patient's spouse called the nurse into the room, where it was discovered that the pump had a constant "malfunction 9" alarm, and the entire bag of fentanyl had been infused. The set-up was checked, and no leakage was found. Narcan was administered to the patient, and was sent to the surgical ICU. As far as the reporter of this incident knows, the patient has returned to pre-incident status.